Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, a visual inspection of the pump revealed cracks in the battery compartment. The threads on the battery cap and the battery compartment were stripped and were unable to tighten securely to the pump. A test cap was able to hold for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.